Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery - there was normal battery depletion.

Event description:
It was reported that approximately twenty eight months post device implant there was indication of premature battery depletion with the implantable cardiac defibrillator (ICD) device ((B) (4)/ (B) (4)). In addition lead ((B) (4)/ (B) (4)) indicated high thresholds. Consequently the ICD was explanted and the lead was capped. No patient complications have been reported as a result of this event.